Event description:
I have used poligrip from 2005 till now 2009. I started out by falling down, then my legs got numb and could hardly walk. Dose: denture cream. Frequency: 3 x daily. Route: oral. Dates of use: 2005 - 2009. Diagnosis: denture adh cream. Event abated after use stopped: yes.